Manufacturer narrative:
S/w version 5.2 a. Retainer ring = black. Case type = ngp. Customer returned pump for alleged pump error 82, cosmetic damage located at the pump case, exposed to magnetic field or MRI, and no com pump to xmtr found on (B)(6) 2023. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, self test. The pump passed the displacement accuracy test at 0.0874 inches. The pump failed the sleep current test. No pump error 82 alarm noted during testing. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly, the hardware worked as expected. Pump communicated properly with the test guardian link 3 transmitter and sensor connected successfully with pump. Programmed a calibration of pump with 240 mg/dl; pump successfully calibrated entered in bg value, no calibration not accepted alarm was noted. Successfully downloaded history files and traces using thump software. Pump error 82 alarmed on (B)(6) 2023 at 19:05:42.000 in the traces and indicated that power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor and force sensor. However, there is moisture damage isolated to the battery tube. Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, and corroded battery tube. Pump error 82 alarm was confirmed in the pump history due to a software anomaly. Trace files were reviewed, and the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. This was due to a software race condition where multiple actions were trying to be completed at one time. This software race condition is being studied in esf 3562136 and esf 4669627. Cosmetic damage was confirmed at the pump case. Unable to verify customer's complaint for exposure to magnetic field or MRI. No com pump to xmtr was not confirmed during testing. High sleep current measurement was confirmed, problem isolated to the electronic stack. Moisture damage was confirmed found isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump was exposed to a high magnetic field and also received a pump error 82. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarms and able to rewind the insulin pump, performed a self-test, and passed. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.